Event description:
It was reported that a pacing dependent patient was seen a year ago with battery voltage 2.86v. The same patient was seen again 1 year later with the device at eri. The device was still pacing, and the patient was put on a temporary pacer prior to explant. The device was explanted, returned, and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.